Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss). The right ventricular (rv) lead had been exhibiting a gradual increase of impedance measurements and pacing thresholds. Technical services (ts) was consulted and reprogramming options were discussed. The pacemaker system was successfully reprogrammed and remains in service. No adverse patient effects were reported.